Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had audio issue. The customer's blood glucose level was unknown. The customer reported that the insulin pump failed the audio test. Auto mode was not mentioned if was in use at the time of incident. The customer declined troubleshooting for high blood glucose level. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind test, prime test, basic occlusion test, force sensor test, occlusion test, sleep current measurement and active current measurement. Adjusted the audio options audio volume and each setting functioned properly. However, device alarmed hardware low level failures error during the self test and hardware low level failures error is found in the formatted history file due to broken traces at pin keypad assembly.